Manufacturer narrative:
The returned product was evaluated and the data downloaded from the device did not return any hazard alarms or show any issues during the run. The report stated an occlusion alarm occurred and therefore it is possible the wrong device was returned. Inspection of the received device found the exposed portion of the soft cannula to be stretched out. A tear was found in the exposed portion of the soft cannula. Fluid was observed leaking from the tear. It cannot be conclusively determined when the damage to the cannula occurred. No other issues were found with the device. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose, carbohydrate intake and insulin history is as follows: time, bg (mmol/l)/(mg/dl), cho (g), bolus (u): 6:30 pm, 9.6/173, ate dinner. 7:30 pm, ¿high¿, (> 27.8)/(> 500), 11.4. The pod had to be removed due to an occlusion alarm and upon inspection it was noticed that the cannula was bent. The pod was worn for less than an hour on the arm.